Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. However when the motor inspected a corroded home switch noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm occurred while changing the set. Customer¿s blood glucose was unknown. Customer was assisted in clearing alarm and assisted in performing insulin pump rewind. Customer was unable to complete insulin pump rewind due to insulin pump alarm. Customer stated that the drive support cap was normal. Customer was able to clear the alarm. Customer was unable to complete insulin pump rewind. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced, to remove pump battery to prevent continued alarms, to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.